Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at around 8:00¿9:00 pm, the patient noticed that her dexcom app was beeping and displayed the word ¿high". At that point, the patient was feeling tired and subsequently passed out. She was unconscious for approximately 2¿3 hours. During this time, her husband was present and assisted her. He performed a fingerstick test, which showed a result of 45 mg/dl. He then gave her coca-cola. The patient eventually recovered. No further medication was administered, and she was not taken to the hospital. During the call, the patient reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.